Event description:
During the index procedure, two lesions were treated. One endeavor rx drug-eluting stent was implanted to the proximal lad (MFR report#2953200-2009-01243) and one endeavor rx drug-eluting stent was implanted to the mid lad. Pt was free of symptoms at the 30 day, 6 month and, one year follow-up stages. Approx 12.5 months post index procedure, the pt died. Death was assessed as a sudden death. The death was not associated with a stent thrombosis. Cause of death was reported as a heart attack. An autopsy report is not available. Investigator stated that it was not assessable whether the event was related to the study stent. Pt was taking aspirin and clopidogrel 24 hours prior to event.

Manufacturer narrative:
Evaluation results: mi, death.